Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the procedure: after it completed to fire two egia30ctav and a single egia60amt on the vessel normally, a new egia30ctav was loaded on the device. Upon setting the sulu the reload status indicator light was lit up and blinking. After no problem in closing and opening the jaw was confirmed with the cartridge loaded, the green led lamps on the lateral side of the handle was lit up. Upon pressing the green button with the vessel grasped by the jaw, the cartridge status indicator lamp was not lit up. As the vessel was narrow, by legating the operation for the failure part was recovered with no problem. For the recovery the concerning narrow vessel was legated to continue the case. Reported no problem in release of device. Later it could fire with no problem by use of another egia45axt and egia60amt. (B)(4). No patient harm. The patient current status: good operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.